Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing shaky pcr curves with the enteric viral panel (evp) assay that sometimes results in suspected false positive results. A bd field service engineer was dispatched to the customer site where they performed cleaning of the heater muxes, re-normalized readers, performed calrack and gantry adjustment. A qualification run was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed by other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer gets shaky curves with the evp assay that sometimes results in false positives. No patient was reported. The following information was provided by the initial reporter: customer informed local apps that they get shaky curves with evp assay that sometimes results in false positive result.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer gets shaky curves with the evp assay that sometimes results in false positives. No patient was reported. The following information was provided by the initial reporter: customer informed local apps that they get shaky curves with evp assay that sometimes results in false positive result.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.